Manufacturer narrative:
Batch review performed on 11 may 2021: lot 120515: (B)(4) items manufactured and released on 12-apr-2012. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event since 1-1-2017. Clinial evaluation performed by medacta medical affairs department: knee revision surgery performed 8 years and 7 months after primary hybrid tka in a young ((B)(6) year old), heavy ((B)(6) kg) man. The patient reported anterior knee pain and instability probably due to the progression of the disease. The surgeon decided to replace the implants. The reason of this event cannot be determined. Another devices involved: batch review performed on 11 may 2021: gmk-primary 02.07.0510psf tibial insert ps fixed size 5/10mm (k090988) lot 120688: (B)(4) items manufactured and released on 12-apr-2012. Expiration date: 2017-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2017. Gmk-primary 02.07.2105l femur ps cementless size 5 l lot 120115(device not registred in USA): (B)(4) items manufactured and released on 29-mar-2012. Expiration date: 2017-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Knee revision surgery 8 years and 7 months after primary for retro-patellar pain and collateral ligaments loose.